Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The nurse used this closed cannula in conjunction with the rehydration of the patient and found a leak from the side hole during the IV infusion, viewed that the cap was tightened, and then replaced it immediately afterward.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complaint sample cannot be identified, and the usage of the indwelling needle is unknown, so the root cause of this complaint defect cannot be determined. This defect complaint is an individual case and the plant will continue to pay attention.

Event description:
No additional information.